Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip close cable broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the instrument's wrist. The cable broke under tensile loading. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that in central processing, an unknown issue occurred on the mega suturecut needle driver instrument. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient. On (B)(6) 2014, contacted customer to obtain additional information regarding the unknown complaint. Customer indicated that the wires were disconnected, popped out, meaning frayed or broken. Nothing fell into the patient and there was no patient injury.